Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed 2 low battery alerts on (B)(6) 2023 20:17:00.000 and (B)(6) 2023 05:40:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert was due to moisture damage to the pcb1 board and pcb2 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, broken belt clip rails and faded serial number label. The p-cap/reservoir does lock properly. Confirmed pump connected to a test transmitter/sensor and confirmed low battery alert in the pump downloaded history. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had clip rail damage, loss communication between insulin pump and transmitter and low battery alert as confirmed in product analysis. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.